Event description:
It was reported that the patient underwent an initial total knee arthroplasty (tka) on the left side. Subsequently, the patient experienced pain and swelling. As a result, the patient was revised. Upon revision it was found that the tibial implant seemed to be delaminating and worn specifically on the medial posterior aspect of the implant. The three-peg patella didn't appear to show signs of much deformation or delamination but was removed since it was a recalled implant. The womb was debrided and a large void was noticed in the distal femur where the im rod was placed in the initial tka, likely due to osteolysis. The void was debrided and filled with abx bone cement. The surgeon revised the tibial liner and the three peg patella and replaced the implants with activit-e truliant implants. Patient was last known to be in stable condition following the event. No further information is available.

Manufacturer narrative:
D10: 02-010-04-0240 - logic cr femoral por, left, sz 4; (B)(6). 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t; (B)(6). 13a2101 - cemex system fast genta 70g; (B)(6). 200-02-35 - three peg patella 35mm; (B)(6). 201-78-15 - holding pin mini sharp point 4 pk; (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(6). 201-78-81 - 3" trocar, mod. Hex 2pk; (B)(6). 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19; (B)(6). Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.